Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.

Event description:
Upon reviewing the flag files for a (B)(6) male patient, memory test failure flags were discovered. Zoll customer support contacted the patient and issued him a replacement monitor.